Event description:
Caller reported experiencing large air bubbles and gaps in the tandem mobi system cartridge during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. Customer performed corrective actions, and after priming with the fill tubing feature, the large air bubbles and gaps were resolved. Customer resumed insulin therapy and confirmed understanding of the situation.